Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and a rectocele. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and an aris sling by coloplast corporation was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent excision of exposed mesh on (B)(6) 2011 due to vaginal erosion of mesh, bowel problems, dyspareunia, mesh exposure, extrusion and other physical and emotional injuries. No additional information was provided. (B)(4). .

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on mesh was implanted due to vaginal vault prolapse and cystocele.

Manufacturer narrative:
Date sent to the FDA: 05/16/2016.